Event description:
A report was received that when the stimulator was turned off, the patient experienced an electric type of stimulation which was uncomfortable. It was believed that the device was functioning properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot#: 16868698, description: next generation anchor kit-sterile.

Event description:
A report was received that when the stimulator was turned off, the patient experienced an electric type of stimulation which was uncomfortable. It was believed that the device was functioning properly. The patient will undergo an explant procedure.